Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. A 3.50x20mm promus element stent delivery system (sds) was prepped for use when it was noted that the stent was "frayed, elongated, and deformed." The device was not used. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified stent damage. Struts in the middle section of the stent were bunched together. The stent had moved distally on the balloon so that the proximal end of the stent was 8mm from the proximal markerband. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage occurred. A 3.50x20mm promus element stent delivery system (sds) was prepped for use when it was noted that the stent was "frayed, elongated, and deformed." The device was not used. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device is a combination product. (B)(4).